Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported insulin pump's screen was scratched and it was hard to read a little bit. Customer stated that back light was very dim compared to how it was used to be. Customer stated that there were unexplained no delivery alarm. Customer stated that while filling up reservoir, insulin pump gave an unknown error of start over. Customer stated there were grinding when insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.